Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing worsening of symptoms and she had a red light on her remote. The patient met with a company representative and the light could not be cleared. An xray was done and it was noted that the lead was backed out and wound up in the pocket. The neurostimulator had also moved in the pocket. The patient underwent a lead revision and replacement successfully. There were no additional patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing worsening of symptoms and she had a red light on her remote. The patient met with a company representative and the light could not be cleared. An xray was done and it was noted that the lead was backed out and wound up in the pocket. The neurostimulator had also moved in the pocket. The patient underwent a lead revision and replacement successfully. There were no additional patient complications reported.